Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer stated that she wore the insulin pump in an MRI and the insulin pump went crazy; the device settings were erased. The device alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and error 70 alarms was found at the history file due to motor encoder signal out of phase. Unable to perform functional test including self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or due to motor error alarms. The insulin pump was received with cracked case at the display window corners, broken battery tube threads, minor scratched lcd window and with shifted end cap sticker.